Event description:
Previous medwatch submission noted rupture. Upon further information, abbvie has determined that this record is a duplicate record. Please see MDR 9617229-2024-01615 as the operating record related to this complaint.

Event description:
Physician reported left side rupture. The device remains implanted.

Manufacturer narrative:
Continued phone number e1: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.